Event description:
The hospital reported that two days following the completion of a coronary artery bypass procedure in which two proximal anastomoses were performed on the saphenous vein, the patient was admitted to the emergency room and subsequently expired. The autopsy revealed that there was an aortic dissection and the initial tear originated from the aortotomy. The autopsy confirmed a very severe disease of the aortic wall. The hospital will reportedly not be returning the product in question.

Manufacturer narrative:
The use of the heartstring iii device on severely diseased aortic tissue is contrary to the device instructions for use. The IFU indicates not to use the heartstring iii proximal seal system in the portion of the aorta where conventional surgical anastomosis would typically not be created due to the presence of palpable disease. Since the device is not available to be returned to us, a technical evaluation cannot be performed. Per our standard sop's, all events are tracked and trended to determine whether or not any trends develop. A lot history record review could not be performed as the product lot number is unknown. (B)(4).